Event description:
A customer reported an issue with the pixel display on their pump, which impacted their ability to interact with the device. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address bg level. Reportedly, the customer reverted to an alternate method insulin therapy.